Event description:
Pt has end stage renal disease and underwent creation of an arteriovenous fistula with nonautogenous graft on (B)(6) 2010. The arterial inflow was from the proximal brachial artery and the venous outflow was the central brachial vein. Following the procedure he experienced progressively enlarging seroma around the graft. Until by (B)(6) 2010, it was continuing to enlarge and measured 6.3 x 4.5 cm by ultrasound. Removal of the graft was recommended but has not yet been done.